Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in damage condition with missing nub and damaged housing. Event history log review was performed and found no evidence of reported problem. The customer's reported problem was confirmed. During investigation, visual inspection revealed the nub on the downstream sensor (dso) was missing. This missing nub on the dso would cause the double beeping and "no disposable" with a cassette attached. The cause of the reported problem was the missing dso nub. Service replaced the downstream sensor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited "constant no disposable alarm". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.